Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. Additional observation not reported by site was distal pulleys mechanical indentations. Indentations were found at the edge of the distal pulley and visible scratch marks on the surface of the distal pulley. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/or the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si prostatectomy procedure on (B)(6) 2013, the surgeon noticed a frayed wire at a tip of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.